Manufacturer narrative:
The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the bellavista 1000e has alarmed o2 supply failed followed by technical failure 388 no o2 dosing possible. The patient was desaturated and was transferred to another ventilator.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer was reproduced. Found that issue was caused by a defective norgen pressure regulator. New inspiration block assembly was installed and retested for o2 pressure regulator, filed verification internal document issue was not reproduce. (B)(4) has been initiated.